Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut down during pre-op check out, right before patient use. The unit will no longer power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer is requesting onsite of evaluation for possible power supply or power management board problem. Investigation is ongoing.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and found that the device was not powering on or charge battery. It was observed 120 volts going into the power supply and no volts going out the power supply. The fse reviewed the service manual and found that device needs a power supply replacement. The fse replaced power supply and charged battery over night to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the power supply was the cause of the reported issue. The device was not being used for treatment when the reported event occurred. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.